Event description:
Lead impedance out of range, and measurement triggered polarity switch. Met rep states pt has pocket stim with unipolar pacing, and wants to ensure polarity switch does not occur again. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).